Manufacturer narrative:
The reported event was dislodgement. The lead was returned for analysis. Visual inspection of the lead found the helix was extended and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.no other anomaolies were detected.

Event description:
It was reported that a patient presented to the emergency department with shortness of breath. It was noted that the atrial lead was over-sensing r-waves. Chest x-ray was performed and revealed that the both leads were dislodged and that the atrial lead had fallen to the ventricle. The physician elected to explant and replace both leads. The patient was stable following the procedure.